Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation the electrode belt failed a resistivity test. The trunk cable connector housing (pp-) resistance was varying when the connector was flexed. There was not evidence of physical damage to the connector. The root cause of the defective connector could not be positively identified. No adverse event resulted from the defective electrode belt. The last patient to use this electrode belt did not report any problems.

Event description:
A review of service data detected a reportable problem. During servicing, electrode belt sn (B)(4) failed a resistivity test. The last patient to use this electrode belt did not report any deficiencies.